Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the atrial lead, the helix of the lead would not secure within the patient. The lead was removed and the physician opted to implant a single chamber system.